Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported blood glucose (bg) level was elevated; however, an exact value was not provided. A correction bolus was delivered to address the bg level. Reportedly, the customer added insulin to the cartridge and completed the load process successfully.